Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred following implantation of an unspecified intraocular lens (iol). The event description provided by the healthcare facility states that development of opacification was observed in the post-operative period. For further info please refer to rayner intraocular lenses limited's MDR 9611165-2014-00042.